Event description:
Hand and foot surgical nurses ready to use the foot pump to the patient, the machine after switching on the error e11, can not be used. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."